Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had cracked display window corner, scratched screen, cracked battery tube threads, cracked belt clip slot at the battery tube threads area, and cracked reservoir tube lip.

Event description:
It was not reported that the customer's insulin pump alarmed. No further information was provided.